Manufacturer narrative:
(B)(4). Eval, results: (gi bleed).

Event description:
Two endeavor rx drug-eluting stents were deployed to the mid rca and to the distal rca. Post-stent deployment residual stenosis was 0% with timi 3 flow in the treated lesions. Pt was discharged the day following the index procedure. Pt was asymptomatic at 30 day, 6 month, 1 yr and 1.5 yr follow-ups. Approx 26 months after the index procedure an event of spontaneous rectal bleeding was reported. Pt was taking clopidogrel and aspirin 24 hrs prior to the event. The investigator has indicated that the event was not related to the study stent or study procedure. Pt was asymptomatic at 2 yr f/u.